Manufacturer narrative:
The device history records were reviewed and there were not discrepancies or unusual findings that relate to the reported issue. The lens was discarded and not available for evaluation. Three lenses from the same manufacturing lot were evaluated and subjected to dimensional analysis, which revealed that all three iols were within specification.

Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens. During surgery, the capsular bag tore and required intervention to remove and replace the iol with a different lens model.